Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Motor error alarm during the basic occlusion test due to faulty sensor resistor. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer¿s blood glucose was 135 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 21-mar-2019.